Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Upon removal of the 4-6 tibial punch, the pin from upper handle became loose.

Manufacturer narrative:
An event regarding a dissociated dowel pin from a triathlon keel punch was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final goods conformed to specification. -complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the exact root cause could not be determined as the product was not returned for inspection. However, the event description suggests the event is similar to events where the dowel pin dissociating from the keel punch body as a result of a manufacturing nonconformance. This nc identifies the keel punch body hole was oversized. No further investigation is possible at this time. If the product is returned, the investigation will be re-opened.

Event description:
Upon removal of the 4-6 tibial punch, the pin from upper handle became loose.